Event description:
Information received from the field does not address the patient's clinical status but notes premature eol/rrt. The measured battery impedance was >29.9 kohms with a magnet rate of 69.8 ppm. A download corrected the battery impedance to <1 kohm, but the magnet rate was at 70 ppm. The next day, the battery impedance was 30 kohms and the physician elected to replace the device.